Event description:
Revision left hip. Patient presented pain. Revision performed on both hips in (B)(6) 2012 (l) and (B)(6) 2012 (r). Revision of total hip replacement with removal of bhr head and acetabular cup together with stryker v40c taper adaptor and without revision of the femoral stem. Patient seeking compensation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was confirmed. A review of the provided information by a clinical consultant indicated: issue with revision of bilateral accolade v40 c-adapter on accolade stems implanted in 2007 with smith & nephew bhr metal-on-metal cup system due to pain, clicking phenomena in the hip plus constitutional symptoms with excessive systemic cobalt levels in an obese male patient of (B)(6). Pain as well as excessive systemic cobalt levels returned to more or less normal values within a few months post revision surgery. No x-rays are available for review but CT-scans prior to revision report high inclination angles for both cups where the lateral acetabular inclination on the right cup is approximately 54° and that on the left approximately 53°. (¿) no implants were returned for investigation. Summarizing all factors discussed, there was gross corrosion and damage to the titanium sleeve adapter but due to its titanium composition, no relationship to the patients excessive systemic cobalt levels is technically possible. Because the sleeve adapter was used in an off-label application between a stryker stem and a smits & nephew femoral head this root factor is procedure-related and not device-related. Contributing factors are cup malposition on both sides through excessive cup inclination and reduced anteversion causing edge loading of the device and subluxation phenomena with clicking certainly present in the right hip. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined. However, contributing factors are cup malposition on both sides through excessive cup inclination and reduced anteversion causing edge loading of the device and subluxation phenomena with clicking certainly present in the right hip. It is also noted that there is an off-label application between a stryker stem and a competitor femoral head.

Event description:
Revision left hip patient presented pain. Revision performed on both hips in (B)(6) 2012 (l) and (B)(6) 2012(r). Revision of total hip replacement with removal of bhr head and acetabular cup together with stryker v40c taper adaptor and without revision of the femoral stem. Patient seeking compensation.